Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the patient line, and a cartridge alarm 1 occurred during pumping. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the customer replaced the cartridge to resolve the reported issues. Customer's blood glucose level was 230 mg/dl.